Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer¿s incident blood glucose level was unknown. The customer did not experience any symptoms or treatment result of high blood glucose event. Troubleshooting was not performed. The insulin pump will be returned for analysis.